Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Symptoms/ae: retroperitoneal hemorrhage. Time of symptoms/ae: after vessel closure. Device malfunction: clip mislocation. It was reported that a physician in-training in the use of the starclose se achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, three days after uneventful arteriotomy closure, hypotension and tachycardia developed. A computed axial tomography (cat) scan identified a retroperitoneal hemorrhage (rph). Pressure was held at the bleeding site and six units of blood were transfused. Hospitalization was extended by one week for observation. It appeared on the computed axial tomography (cat) scan that the clip was 5mm above the vessel in the tissue tract. Reportedly, after arteriotomy closure, an access site challenge test was performed and no bleeding was observed. Though requested, no additional info was provided.